Event description:
It was reported that post op a hemorrhoidectomy procedure, the pt was taken back to surgery five days post op for bleeding. No additional info is available. The device was discarded. Requested and received the following info on 04/21/2010: surgeon said, the stapler seemed to work fine during the case and he is not sure what happened. Pt is doing fine now. Additional info received on 04/21/2010: surgeon said, everything worked well in surgery and his staple line looked fine. No additional info is available.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.